Event description:
The customer observed false nonreactive anti-hbc results when compared to historical results for one sample. The patient has been taking medication entecavir. The following data was provided: (B)(6) 2025 sid: (B)(6). Anti-hbc 0.29 s/co (nonreactive), other results provided: hbsag <0.01 iu/ml, anti-hbs <0.90 miu/ml, hbeag 0.34 s/co, anti-hbe 1.80 s/co. Historical results: (B)(6) 2023 sid: (B)(6) anti-hbc 7.35 s/co (reactive), other results provided: hbsag 0.01 iu/ml, anti-hbs 37.28 miu/ml, hbeag 0.51 s/co, anti-hbe 0.92 s/co. (B)(6) 2023 sid:(B)(6) anti-hbc 7.03 s/co (reactive), other results provided: hbsag <0.01 iu/ml, anti-hbs 26.13 miu/ml, hbeag 0.47 s/co, anti-hbe 1.23 s/co. (B)(6) 2023 sid: (B)(6) anti-hbc 2.06 s/co (reative), other results provided: hbsag <0.01 iu/ml, anti-hbs 30.03 miu/ml, hbeag 0.74 s/co, anti-hbe 1.57 s/co. (B)(6) 2024 sid: (B)(6) anti-hbc 0.88 s/co (nonreactive), other results provided: hbsag <0.01 iu/ml, anti-hbs 2.32 miu/ml, hbeag 0.46 s/co, anti-hbe 1.91 s/co. No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the architect anti-hbc ii reagent lot number 73291be01 to address the customer¿s observation of false nonreactive results. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. In-house testing of a retained reagent kit of the architect anti-hbc ii complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel scp-hbv-004). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot acceptable. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect anti-hbc ii reagent lot number 73291be01 was identified. The decrease in antibody reactivity is consistent with the expected immunologic changes following successful hbv suppression by entecavir and is most likely due to reduced antigenic stimulation over time. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site.

Event description:
The customer observed false nonreactive anti-hbc results when compared to historical results for one sample. The patient has been taking medication entecavir. The following data was provided: (B)(6) 2025 sid: (B)(6), anti-hbc 0.29 s/co (nonreactive), other results provided: hbsag <0.01 iu/ml, anti-hbs <0.90 miu/ml, hbeag 0.34 s/co, anti-hbe 1.80 s/co. Historical results: on (B)(6) 2023, sid: (B)(6), anti-hbc 7.35 s/co (reactive), other results provided: hbsag 0.01 iu/ml, anti-hbs 37.28 miu/ml, hbeag 0.51 s/co, anti-hbe 0.92 s/co. On (B)(6) 2023, sid: (B)(6) anti-hbc 7.03 s/co (reactive), other results provided: hbsag <0.01 iu/ml, anti-hbs 26.13 miu/ml, hbeag 0.47 s/co, anti-hbe 1.23 s/co. On (B)(6) 2023, sid: (B)(6) anti-hbc 2.06 s/co (reative), other results provided: hbsag <0.01 iu/ml, anti-hbs 30.03 miu/ml, hbeag 0.74 s/co, anti-hbe 1.57 s/co. On (B)(6) 2024, sid: (B)(6) anti-hbc 0.88 s/co (nonreactive), other results provided: hbsag <0.01 iu/ml, anti-hbs 2.32 miu/ml, hbeag 0.46 s/co, anti-hbe 1.91 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: all sample ids are (B)(6). This report is being filed on an international product, list number 08l44-78 that has a similar product distributed in the us, list number 6l22, with 510k/PMA/bla number p080023.